Event description:
It was reported the patient received 23 shocks from the right ventricular (rv) lead due to a confirmed fracture. The rv lead integrity alert (lia) was triggered due to high impedance, oversensing and noise. It was also reported that insulation damage was noted on the lead at the time of revision. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2010; product ID 419478 implantable pacing lead, implanted: (B)(6) 2006; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).